Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during pump implantation, some air entered the pump during the refill and the valve blocked, so that the surgeon could only refill the pump with half of the capacity. The surgeon decided to implant the pump and waited to complete a correct refill. During the next refill, the valve blocked again at 8-10 ml, and the same problem occurred during the third refill. The pump was functioning, drug was delivered and the pt's status was improved, but the interval during refill procedures was very short. The hcp had to increase drug concentration and decrease the daily dose so that the interval between two refill procedures was decreased. Currently, the interval between refills was only on month with standard treatment: morphine with 10 mg/ml concentration (daily dose 1.7 mg/day, and lioresal with 100 ug/ml concentration (daily dose 10ug/day). The device was explanted and returned to the manufacturer. Additional information has been requested, a follow-up report will be submitted if add'l info becomes available.